Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa the patient experienced chest pain and shortness of breath. Approximately two weeks after the procedure was completed the patient reported feeling severe middle to right chest discomfort/ burning/ tightness that radiates to her jaw. She was started on omeprazole which did not resolve the issue. An EKG was performed and found to be normal. The following day the patient was started on protonix 40mg and pepcid with "some improvement". The patient was admitted overnight to the emergency department a week after starting the medications for further chest tightness and shortness of breath which then resolved without intervention. During her stay she underwent lab testing, chest x-rays, and an EKG all which were unremarkable. Currently the patient is considered fully recovered.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.